Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer father reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 174 mg/dl. The customer was assisted with troubleshooting. The customer stated that the display was white. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated they had no issues for bumped, dropped or any magnets exposure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Missing segments or partial display unknown.